Event description:
This x-ray system went down while a procedure was being performed on a pt. The pt had to be moved to another room to finish the procedure. The pt was not injured.

Manufacturer narrative:
Method, results and conclusions eval-the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.